Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was never implanted and was returned to guidant after the use by date. Subsequently, this device was pulled from archive for further analysis testing.